Manufacturer narrative:
Philips service replaced the power supply (pd. Scomp.dcps_24v_12v_5v) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the 24v power supply failed in the m-cabinet on an allura xper fd20/10. The clinical use of the system was in use. There was no reported patient or user harm.